Event description:
The catheter tubing has broken away from the first plastic connection piece. This occurred when the patient was repositioning in bed and became caught during this process. Num (nurse unit manager) was in the room when this occurred. The remaining catheter insitu was clamped immediately (within seconds). The medical registrar of the treating team reviewed the patient immediately and requested the remaining catheter be removed. Additional information received on (B)(6) 2010: patient had catheter inserted for malignant pleural effusion and was in the high dependency unit. The patient was mobile in bed and when he would slightly turn by himself, making sure he was very careful with the catheter and drainage bag. On the morning of (B)(6), he was being assisted with a turn when it was noticed that the catheter disconnected from the plastic hub. As the nurse unit manager (num) was assisting, she quickly clamped the catheter and the doctor on duty asked them to remove the catheter. There were no adverse reactions that occurred to the patient so the patient remained in stable condition. There was no further procedure required. An examination by the sales representative noted that the user had a multipurpose adapter connected to the end of the catheter instead of the connecting tube which is supplied in the kit. It was also found that a malignant effusion was being drained, which usually consists of fibrous tissue and could easily block the catheter. The customer did say there wasn't much fibrous tissue that was being drained. The patient showed no signs of respiratory distress and no decrease in oxygen saturation. No adverse effect for patient. Patient was scheduled for x-ray on (B)(6) 2010, to determine if replacement device is required. Event investigation: this device is shipped with an instructions for use (IFU), which instructs the clinician to perform inspections of the catheter and connections regularly. Additionally, the physician is instructed to secure the catheter in position by using a bio-occlusive dressing or suturing if desired. The complaint device was not returned to assist with this investigation. However, it is possible the catheter was subject to forces beyond the requirements listed in (B)(4). Measures are being taken in an effort to address and resolve this type of event from occurring. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4).